Event description:
The facility representative contacted baxter to report an intermate that was filled with 0.9% sodium chloride 240 milliliters in which a leak was detected upon delivery. A breach of the sterile fluid path occurred. There was no adverse event, patient injury or medical intervention associated with this report. The admixture was prepared based on the local procedures. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a broken luer post. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.